Event description:
User experienced leak from analyzer, which caused key board and mouse to stop working, and a humming noise coming from the computer unit. The leak also extended to the floor. The operator was not harmed. Six patient samples were on board, with 1 sample in process for testing, but the testing did not complete. The field service rep determined the cause, to be a problem with the waste pump and wash station overflowing. Replaced waste pump, and examined data station for water intrusion with none noted. Verified data station was functioning normally. Performance tests were performed.